Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated that "last night they received an electrical shock to the point that it burnt their whole hand black and the patient just cleaned it up herself". The patient is now in the ER and their cardiologist wants the patient to have an EKG. The patient was assisted in checking to see if the device is off and the patient was just seeing "no device found". The patient then mentioned that she had not charged in a while and believed her device to be depleted/discharged and she would need to charge. The patient was in a rush as she was in the ER and said that she would call back later and disconnected before patient services could inquire further. No further complications were reported. No additional patient symptoms were reported.